Event description:
It was reported that the patient presented to the operating room for lead revision. It was noted the right ventricular lead exhibited noise. The lead was explanted and replaced successfully. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.